Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient's blurry vision and epithelial healing have improved. The corneal haze has had no improvement.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The logfile review shows that the treatment was completed to 100% without interruption and all laser system functions were within specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An ophthalmologist reported that a patient presented with blurry vision in both eyes three months post photo refractive keratectomy (prk). The patient was reported as having corneal haze and poor epithelial healing. The topical steroid eye drops were increased. Additional information provided states that the patient's symptoms are ongoing and the patient was prescribed a topical tear eye drop. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.